Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a wrist fusion surgery performed by a surgeon on (B)(6) 2014. The patient experienced pain and was presented to another surgeon taking call with wound issue. The distal tip of the plate was protruding through the incision. The plate had detached from the metacarpal distally, there was non-fusion and needed surgical intervention. Loosening of devices is indicated. On (B)(6) 2014 the patient was revised and all implants were removed, wound was cleaned and cultures were taken and sent to pathology. There was no surgical delay and the procedure was completed successfully. On (B)(6) 2014 patient is scheduled for a fusion surgery if there is no infection. This is report number 3 of 8 for (B)(4).